Event description:
On a post-operative x-ray, it was noted that a rod was out of the screw head. During revision surgery it was noted that the 3-d head had popped off. A portion of the construct was removed and another rod was placed.

Manufacturer narrative:
H3. 6: no investigation could be performed, no conclusion could be drawn as no device was returned. H4. Synthes is unable to determine the manufacture date without a lot number.